Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 400 mg/dl. For treatment, the patient received an intravenous (IV) drip with a full bag of fluids, dextrose, and insulin. The patient was discharged after 1 day. The pod was worn on the abdomen. The patient's mother reported they did not feel there were any device malfunctions with the omnipod system. Mother reported patient is new to the omnipod system and did not know what she was doing. Additional training has been scheduled. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.